Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0p7r2 implanted: (B)(6) 2014 product type lead product ID 3889-28 lot# va0p7r2 implanted: (B)(6) 2014 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient needed to increase stimulation because they were not getting symptom relief and were not feeling stimulation. The patient was going to the bathroom 3-4 times at night since (B)(6) 2017. The patient reported that they fell backwards in the shower and split open their head and needed stitches. Additionally the patient reported that their back and tailbone was hurting since the fall. The daughter of the patient noticed today that the area where the leads are located was swollen and pushed out. Therapy was confirmed to be turned on at the time of the call. The patient programmer (pp) batteries needed to be replaced and after they were replaced the patient used the pp to check the ins status and confirmed that stimulation was turned on and set to 2.3 on program 2. After increasing stimulation to 2.7 the patient still did not feel stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Product ID 3889-28 lot# va0p7r2 explanted: (B)(6)2017 product type lead product ID 3889-28 lot# va0p7r2 explanted:(B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient confirmed they had problems with the ins as it had stopped working because of a fall and was replaced as a result. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# va0p7r2 serial# implanted: (b)(5) 2014 explanted: (B)(6)2017 product type lead product ID (B)(4) lot# va0p7r2 serial# implanted: (B)(6) 2014 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had some more accidents after turning the stimulation up to program 3 9.0 volts (v). They turned it up to 1.2 v. It was noted that they had an appointment with their healthcare professional (hcp) on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their stimulator had not worked since they fell (B)(6) 2017. Patient stated that a doctor checked the ins and told them that it would need to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.